Event description:
In 2007, a clinical incident involving a paragon t2 arthrowand was reported to arthrocare corporation. Following a knee arthroscopy procedure, it was reported the electrode at the distal end of the wand was missing. It is not known if the missing electrode remains in the pt's knee. There was no reported pt injury. Awaiting further details regarding any planned medical treatment and pt status.

Manufacturer narrative:
The device was not returned to the MFR. It was reported the device will be returned for investigation. Awaiting the return of the device to complete the investigation for this report. A review of the complaint files for similar reports for this lot of paragon t2 arthrowand was performed. No similar reports have been received to date for this lot.